Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had not had therapeutic effect since (B)(6) 2016. The caller reported that the patient was still leaking a bit. On (B)(6) 2016, the caller reported that they had taken the patient to the bathroom and the patient had peed twice in the toilet from (B)(6) 2016 at noon till 10 am the next day, but her depends were filled on (B)(6) 2016 morning. The caller reported that on (B)(6) 2016, the patient did not feel stimulation. The caller reported that they tried the first 3 programs and the patient did not feel stimulation. The caller reported that they went to program 4 at 2.8v and the patient felt stimulation. On (B)(6) 2016, the patient did not feel stimulation again. On the day of this report, the caller reported that the patient felt like the stimulation was really high; the patient was in severe pain and could not talk. The caller then turned stimulation down. The caller reported that the patient was not exposed to any emi didn¿t have much activity as the patient is handicapped. Additional information was received from the patient¿s healthcare professional and it was reported that intermittent stimulation, painful stimulation and no therapeutic effect had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.